Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the insulin pump had not been exposed to moisture and had not been dropped. Customer stated battery compartment contact were intact. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.